Manufacturer narrative:
The lens was removed on (B)(6) 2018 due to excessive vaulting and significant reduction of irido-corneal angles. (B)(4)

Manufacturer narrative:
(B)(4). This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo 12.6, -18.00 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was removed on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the product was returned dry, in a micro-centrifuge vial with residue on product. Visual observation found the lens missing a piece of haptic and residue on lens surface. (B)(4)